Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 430 mg/dl. The customer treated their high blood glucose with the insulin pump. The customer also inquired how to take their insulin pump off suspend mode. Customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).